Manufacturer narrative:
Conclusion: neurological deficits including stroke are known and anticipated complications with this type of procedure and are noted in the device labeling. Therefore it was determined that the reported event was an anticipated procedural complication. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
After a successful coil case using penumbra coil 400, the pt developed a stroke a few hours post-op. The pt woke up without any deficit, but developed aphasia and hemiparesis afterwards. A control image, made a few hours post-op, disclosed thrombus at the neck of the aneurysm attached at the coilmass, and emboli in two mca branches. The pt was given reopro. In f/u, the pt improved. The pt had been on plavix and aspirin for five days before the procedure as a flow diverter was originally going to be used. This MDR is associated with mdrs 3005168196-2011-00349 through 3005168196-2011-00354.